Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher than normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component.

Event description:
It was reported that the pacemaker was explanted, and no allegations were made against the device. The device was returned to the post market quality assurance department. No adverse patient effects were reported.